Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the product quality history, a review of the historical performance, testing using a retained kit, and a review of product labeling. Ticket searches determined normal complaint activity for the lot. The complaint trending report did not identify any trends for the issue. A review of the product quality history did not identify any issues with the customer observation or any systemic issues. Worldwide data was used to review the historical performance of the reagent lot and the median population result for the lot is comparable with all other lots in the field. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All avialable patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported a false elevated troponin result when processing on the architect i2000sr. The following data was provided: initial result was 912.76 ng/l and retest result was 5 ng/l. Previous results for this patient were <5.0 ng/l. The customer uses a cutoff of <16 ng/l for females and <34 ng/l for males. The patient was not treated for an mi. The patient was reported to be doing well and was discharged and no impact to patient management was reported.